Event description:
It was reported that the patient went to the emergency room and was admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 13.9 mmol/l (250 mg/dl) while wearing the pod. Symptoms reported include disorientation, dry mouth and a rapid decline in health. The patient was treated with unspecified dka care. The patient was discharged on (B)(6) 2026. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization, intensive care unit (ICU) admittance and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.